Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required to retrieve the device history records for viewing and search the complaint database by lot code was not provided. The investigation could not draw any conclusions regarding the reported event based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address loosening.